Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 22oct2019. Report date: 23oct2019. The field service engineer replaced the touchscreen assembly to address the issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.